Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10, h11. Corrected fields: b5, h6 (medical device ¿ problem code). Additional info: e1 (event site state: (B)(6). A getinge field service engineer (fse) evaluated the unit and replaced the damaged compressor motor. Functional tests. Operational tests. The device is functional.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had a compressor related malfunction. There was no patient involvement, and no harm was reported.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a compressor related malfunction. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.